Event description:
The pt reported that he had been to his hcp for a refill in 2007 and the hcp expected to pull 2 mls from the pump, but instead pulled out a full syringe of medication. He added that he had been having increased pain and had been taking more oral medications, but was not having pain relief. He stated the hcp had mentioned doing a catheter access port dye study. The pt was encouraged to continue working with his hcp and the pt said he would. The hcp reported that the pt's pump contained sufentanyl, clonidine, and bupivicaine. The hcp then reported that at the pt's two days later refill visit, the pt had told the hcp that he felt that his pump appeared to not be working very well over the last few days. The hcp was a little concerned that there appeared to be a lot of medication still left in the pump, but the hcp refilled the pump and told the patient to call the office if there were any issues regarding the pump and told the patient to call the office if there were any issues regarding pain control. Two days later, the patient phoned the clinic and stated that he had been given a bolus the previous day which worked temporarily, but now he was in pain again and it was increasing. The patient was told to increase his methadone to 50 mg four times per day and the hcp would contact the manufacturer's representative. Three days later, a rotor study and catheter study were done. The catheter study showed that the catheter was clearly in the intrathecal space and did not appear to have any disconnections or breakages. The rotor study showed clearly that the rotor was moving very satisfactorily. The patient was then given a bolus of 1 mcg of sufentanyl. The patient reported relief of pain. The hcp planned to continue to monitor the patient's situation, but stated that the pump appeared to be working very satisfactorily. The patient was reported to be doing "okay as of now".